Manufacturer narrative:
Findings: unit passed pump self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, prime test, occlusion tests and excessive no delivery test. The operating currents were in specification. Intermittent motor error alarms during rewind due to motor oil on motorhome switch noted. Stripped battery cap (p) coin slot, cracked battery tube threads and cracked reservoir tube window noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. Customer was unable to remove the battery cap and husband was able to removed cap with quarters. Customer stated that there are cracks on one where battery cap goes into the pump and by the window where you look at the reservoir. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer declined troubleshooting for high blood glucose.